Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Synthes sales rep. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an open reduction and internal fixation of right femur while inserting a femoral recon nail the surgeon was impacting the driving cap with a mallet, during the insertion the tip of the driving cap broke off inside of the radiolucent insertion handle. A second driving cap was used, put it in the hole where the other driving cap broke, the surgeon continued to strike the second driving cap until the nail was fully seated. There were no fragments generated from the broken device. There was no surgical delay. Procedure was successfully completed. There was no patient consequence. Concomitant medical products reported: unknown femoral nail (part #: unknown, lot #: unknown, quantity #: 1), radiolucent insertion handle (part #: 03.033.001, lot #: unknown, quantity #: 1), unknown mallet (part #: unknown, lot #: unknown, quantity #: 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot : part: 03.010.523. Lot: l788107. Manufacturing site: bettlach. Release to warehouse date: 19. Apr. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Investigation summary complaint summary: 04/11/2019: updated event description: it was reported that on (B)(6) 2019, during an open reduction and internal fixation of right femur while inserting a femoral recon nail the surgeon was impacting the driving cap with a mallet, during the insertion the tip of the driving cap broke off inside of the radiolucent insertion handle. A second driving cap was used, put it in the hole where the other driving cap broke, the surgeon continued to strike the second driving cap until the nail was fully seated. There was no surgical delay. Procedure was successfully completed. There was no patient consequence. Flow: damaged: visual (appearance not as expected). Visual inspection: the driving cap/threaded (part # 03.010.523, lot # l788107, mfg # 19-apr-2018) was received at us cq with the distal tip of the device broken off and embedded in the radiolucent insertion handle (part #: 03.033.001, lot #: unknown) which was returned as a concomitant device. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed as relevant features are not accessible. Document/specification review: the following drawing(s) was reviewed; connector for insertion handle: se-380067 rev l. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
04/11/2019: updated event description: it was reported that on (B)(6) 2019, during an open reduction and internal fixation of right femur while inserting a femoral recon nail the surgeon was impacting the driving cap with a mallet, during the insertion the tip of the driving cap broke off inside of the radiolucent insertion handle. A second driving cap was used, put it in the hole where the other driving cap broke, the surgeon continued to strike the second driving cap until the nail was fully seated. There was no surgical delay. Procedure was successfully completed. There was no patient consequence. Concomitant devices reported: unknown femoral nail (part #: unknown, lot #: unknown, quantity #: 1), radiolucent insertion handle (part #: 03.033.001, lot #: l700499, quantity #: 1), unknown impaction instrument hammer/mallet (part #: unknown, lot #: unknown, quantity #: 1). This complaint involves one (1) device.